Manufacturer narrative:
(B)(4). Red x, device service required co2 failure. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
Red x, device service required co2 failure.